Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain ') and perforation ('organ perforation') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), fatigue ("extreme tiredness"), pain in extremity ("leg pain"), back pain ("lumbago") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of the device by hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, swelling, genital haemorrhage, anxiety, depression, alopecia, abdominal pain, fatigue, pain in extremity, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, pain in extremity, pelvic pain, perforation and swelling to be related to essure. The reporter commented: after the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: positive results for nickel and other chemical elements. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and perforation ('organ perforation') in a 31-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), anxiety ("anxiety"), depression ("depression"), alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), fatigue ("extreme tiredness"), pain in extremity ("leg pain"), back pain ("lumbago") and allergy to metals ("nickel allergy"). The patient was treated with surgery (removal of the device by hysteroscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, swelling, genital haemorrhage, anxiety, depression, alopecia, abdominal pain, fatigue, pain in extremity, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, depression, fatigue, genital haemorrhage, pain in extremity, pelvic pain, perforation and swelling to be related to essure. The reporter commented: after the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive results for nickel and other chemical elements. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / colicky pelvic pain, chronic pelvic pain'), perforation ('organ perforation') and multiple episodes of abdominal hernia ('giant abdominal hernia', 'left inguinal hernia/ right spiegel hernia/ epigastric hernia') in a 31-year-old female patient who had essure (batch no. 678823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured toe on (B)(6) 2015, abdominal pain on (B)(6) 2011, diarrhea on (B)(6) 2011, chills on (B)(6) 2011, insomnia on (B)(6) 2010, hypogastric pain on (B)(6) 2010, swelling abdomen on (B)(6) 2010, hypogastric pain on (B)(6) 2009, reactive depression (easy crying) in 2008, insomnia in 2008, depression in 2008, amenorrhea in 2006, breast nodule in 2005, toothache in 2005, odynophagia in 2005, oral infection in 2004, low back pain in 2003, breast prosthesis implantation, smoker (2 packs daily for 10-20 years), penicillin allergy, drug intolerance (to oral contraceptives), device intolerance, dysuria, multi gravida (4 pregnancies), parity 3 (spontaneous delivery on (B)(6) 1999, (B)(6) 2001 and (B)(6) 2006) and abortion. Previously administered products included for insomnia: lormetazepam from (B)(6) 2010; for low back pain: diazepam on (B)(6) 2009 and diclofenac on (B)(6) 2009; for an unreported indication: butylbromide scopolamine from (B)(6) 2011, loperamide from (B)(6) 2011, buscapine on (B)(6) 2011, bromazepam and lormetazepam. Concurrent conditions included neck pain since 2008, renal colic since 2008, colic renal (multiple episodes of nephritic colic, patient reviewed in the urology service in 2014, 2015, 2017) since 2008, back pain since 2004, lumbago since 2003, spinal pain since 2003 and urinary infection (multiple episodes of urinary tract infection, patient reviewed in the urology service in 2014, 2015, 2017). Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 3 years and experienced perforation (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain, hypogastric"), abdominal distension ("abdominal swelling that comes and goes episodically"), lumbago ("lumbago / low back pain worsened after essure insertion"), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss, recurrent"), fatigue ("extreme tiredness"), pain in extremity ("leg pain") and adjustment disorder with depressed mood ("reactive depression worsened after essure insertion") with anxiety, depression and suicide attempt. On (B)(6) 2011, the patient experienced cervicalgia ("cervicalgia worse after essure insertion/ neck pain with right irradiation"), 6 months 23 days after insertion of essure. On (B)(6) 2012, the patient experienced renal pain ("kidney pain, recurrent"). On (B)(6) 2014, the patient was found to have benign breast neoplasm ("cystic mass in the upper right breast internal quadrant 10x3mm birads 3") with lymphadenopathy. On (B)(6) 2014, the patient experienced renal colic ("right renal colic/ recurrent nephritic colic for 6 years"). On (B)(6) 2016, the patient experienced the first episode of abdominal hernia (seriousness criterion medically significant) and diastasis recti abdominis ("diastasis recti"). On (B)(6) 2017, the patient experienced neck pain ("cervical contracture"). On (B)(6) 2018, the patient experienced muscle contracture ("muscle contracture"). On (B)(6) 2018, the patient experienced low back pain ("low back pain"). On (B)(6) 2018, the patient experienced mixed anxiety and depressive disorder ("mixed anxiety and depressive disorder"). On (B)(6) 2018, the patient experienced helicobacter gastritis ("gastritis/ helicobacter pylori breath test positive/ pangastritis"). On (B)(6) 2020, the patient experienced the second episode of abdominal hernia (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced post procedural infection ("postoperation infection of the abdominal wall after hernia surgery") and post procedural complication ("plastic surgeon for dermolipectomy which turned out to be a giant hernia of the abdominal wall"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menstrual disorder ("menstrual disorders"), urinary tract infection ("recurrent urinary tract infections") with micturition disorder and haematuria and stress urinary incontinence ("occasional stress urinary incontinence"). The patient was treated with acetylsalicylic acid;methocarbamol (robaxisal), ciprofloxacin, diazepam, diclofenac, fluoxetine, hyoscine butylbromide (buscopan), hyoscine butylbromide (scopolamine butylbromide), hyoscine butylbromide;metamizole sodium (buscopan compositum), ibuprofen arginine, levofloxacin, lorazepam, lormetazepam, metamizole magnesium (nolotil), methocarbamol, metronidazole, norfloxacin, omeprazole, paracetamol and surgery (intervention on (B)(6) 2020, intervention on (B)(6) 2016 and laparoscopic bilateral salpingectomy with removal of the devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, allergy to metals, abdominal pain lower, abdominal distension, low back pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, pain in extremity, stress urinary incontinence, helicobacter gastritis, diastasis recti abdominis, post procedural infection, post procedural complication, renal pain, renal colic, cervicalgia, benign breast neoplasm, neck pain, muscle contracture, mixed anxiety and depressive disorder and the last episode of abdominal hernia outcome was unknown and the lumbago, urinary tract infection and adjustment disorder with depressed mood had not resolved. The reporter considered abdominal distension, abdominal pain lower, adjustment disorder with depressed mood, allergy to metals, alopecia, benign breast neoplasm, cervicalgia, diastasis recti abdominis, fatigue, genital haemorrhage, helicobacter gastritis, lumbago, menstrual disorder, mixed anxiety and depressive disorder, muscle contracture, pain in extremity, pelvic pain, perforation, post procedural complication, post procedural infection, renal colic, renal pain, stress urinary incontinence, urinary tract infection, the first episode of abdominal hernia, low back pain, neck pain and the second episode of abdominal hernia to be related to essure. The reporter commented: drug poisoning due to autolysis [interpreted as suicide] attempt (she takes 3 diazepam, lexatin1 and another muscle relaxant). On (B)(6) 2016/ (B)(6) 2020 asymmetry in the lower right hemiabdomen compared to the left. Operated by a plastic surgeon for dermolipectomy which turned out to be a giant hernia of the abdominal wall (3 pregnancies). Subsequent infection of the abdominal wall. After the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Note: the medical records did not include information on event organ perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Allergy test - on an unknown date: positive results for nickel and other chemical elements. Computerised tomogram - on (B)(6) 2016: not identify abdominal wall alterations, only asymmetry. Exploration: umbilical and infraumbilical scars as well as in the lower abdominal crease. Wall asymmetry without evidence of hernia. Clinical judgment: postsurgical asymmetry of the lower abdomen. Endoscopy upper gastrointestinal tract - on (B)(6) 2018: pangastritis, acute antral lesions. Helicobacter pylori breath test positive. Gynaecological examination - on (B)(6) 2011: some pain in the lower abdomen. She has been taking oral contraceptives; on (B)(6) 2017: referred from the emergency room for pelvic pain for 3 years. She refers to recurrent urinary tract infections, colicky pelvic pain, occasional stress urinary incontinence, and menstrual disorders. Abdominal swelling that comes and goes episodically. Clinical judgment: pelvic pain with normal gynecological examination. Action plan: ambulatory hysteroscopy for extraction of essure; on (B)(6) 2018: patient is informed that the procedure to be performed is a laparoscopy with bilateral salpingectomy and to perform a previous hysteroscopy in case it is intrauterine; on (B)(6) 2018: patient reports that on (B)(6) 2018 she had the surgery in another center (laparotomy with removal of both tubes). Reviewing the patient's medical history, it is confirmed that she has had episodes of nephritic colic since 2008, also adding episodes of dysuria and urinary infection. Exploration: umbilical abdominal scars, wall asymmetry without evidence of hernia. Clinical judgment: postsurgical asymmetry of lower abdomen. Hysteroscopy - on (B)(6) 2011: normal cavity with proliferative endometrium. Both essure are placed without complications, leaving 4 and 5 rings in the cavity from the right and left ostium respectively. Toxicologic test - on (B)(6) 2012: urine: toxic + benzodiazepines and tricyclic antidepressants. Ultrasound breast - on (B)(6) 2014: the existence of a solid nodule measuring approximately 19x8 mm with a well delimited in the upper internal quadrant was confirmed. At the junction of the upper quadrants of the right breast there is another solid nodule measuring approx 9x5 mm and in the upper internal quadrant another 10x3mm. Birads 3. She also has some simple cysts smaller than 1 cm in her right breast. Reactive-looking adenopathy in the left armpit. Ultrasound scan - on (B)(6) 2011: both essure normo-inserted; on (B)(6) 2017: essure normo-inserted. Urine analysis - on (B)(6) 2016: leukocytes ++, protein +++, red blood cells ++; bilirubin ++; on (B)(6) 2017: leukocytes ++, nitrites- red blood cells +. Urological examination - on (B)(6) 2017: reason: abdominal pain, hypogastrium. Anamnesis: she came for hypogastric pain of 2 years of evolution that coincides with the end of menstruation. Nausea without vomiting. She refers feeling burning in the belly. Scant hematuria. She has been evaluated by gynecology. Essure normo-inserts. Urine: leukocytes +++. Clinical judgment: urinary tract infection; on an unknown date: patient comes again for left lumbosacral pain that radiates to the abdomen for an approximate duration of two or three days that subsides with regular analgesia, she does notice a certain relationship with menstruation, immediately before or after. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2021: medical records were received. The following information was updated: lot number, date of birth; lab data; drug history; events onset date updated for several events; new events added: recurrent urinary tract infections, colicky pelvic pain, occasional stress urinary incontinence, menstrual disorders, abdominal swelling, helicobacter pangastritis, left inguinal hernia, right spiegel hernia, epigastric hernia and diastasis recti, postoperation infection of the abdominal, postoperation infection of the abdominal wall, giant hernia of the abdominal wall, cervicalgia worsened after essure insertion, reactive depression worsened after essure insertion, spine pain worsened after essure insertion, kidney pain, anxiety, neck pain with right irradiation, suicide attempt with 3 diazepam, lexatin1 and another muscle relaxant, right breast mass with reactive adenopathy in the left armpit, abdominal pain, urinary tract infection, hematuria, voiding syndrome, hypogastric pain, right renal colic, cervical contracture, muscle contracture, mixed anxiety and depressive disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / colicky pelvic pain, chronic pelvic pain"), perforation ("organ perforation") and several episodes of abdominal hernia ("giant abdominal hernia" and "left inguinal hernia/ right spiegel hernia/ epigastric hernia") in a 31 year-old female patient who had essure inserted (lot no. 678823) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fractured toe in 2015, chills, diarrhea and abdominal pain in 2011, insomnia, swelling abdomen and hypogastric pain in 2010, hypogastric pain in 2009, insomnia, reactive depression (easy crying) and depression in 2008, amenorrhea in 2006, breast nodule, toothache and odynophagia in 2005, oral infection in 2004, low back pain in 2003 and abortion, parity 3 (spontaneous delivery on (B)(6) 1999, (B)(6) 2001 and (B)(6) 2006), multi gravida (4 pregnancies), dysuria, device intolerance, drug intolerance (to oral contraceptives), penicillin allergy, smoker (2 packs daily for 10-20 years) and breast prosthesis implantation. Previously administered products included: lormetazepam for insomnia, diclofenac and diazepam for low back pain and bromazepam, lormetazepam, loperamide, scopolamine butylbromide and buscapine. Concurrent conditions were listed as colic renal (multiple episodes of nephritic colic, patient reviewed in the urology service in 2014, 2015, 2017), renal colic and neck pain since 2008, back pain since 2004, lumbago and spinal pain since 2003 as well as urinary infection (multiple episodes of urinary tract infection, patient reviewed in the urology service in 2014, 2015, 2017). The only concomitant product mentioned was oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 206 days after essure insertion, she experienced neck pain ("cervicalgia worsened after essure insertion/ neck pain with right irradiation, cervical contracture"). In 2011 she experienced pelvic pain (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), abdominal pain lower ("severe abdominal pain, hypogastric"), abdominal distension ("abdominal swelling that comes and goes episodically"), lumbago ("lumbago / low back pain worsened after essure insertion"), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss, recurrent"), fatigue ("extreme tiredness"), pain in extremity ("leg pain") and adjustment disorder with depressed mood ("reactive depression worsened after essure insertion") with suicide attempt, depression and anxiety. On (B)(6) 2012 she experienced renal pain ("kidney pain, recurrent"). On (B)(6) 2014 she experienced breast cyst ("cystic mass in the upper right breast internal quadrant 10x3mm birads 3") with lymphadenopathy. On (B)(6) 2014 she experienced renal colic ("right renal colic/ recurrent nephritic colic for 6 years"). On (B)(6) 2016 she experienced a first episode of abdominal hernia (seriousness criterion medically important) and diastasis recti abdominis ("diastasis recti"). On (B)(6) 2018 she experienced muscle contracture ("muscle contracture"). On (B)(6) 2018 she experienced low back pain ("low back pain"). On (B)(6) 2018 she experienced mixed anxiety and depressive disorder ("mixed anxiety and depressive disorder"). On (B)(6) 2018 she experienced helicobacter gastritis ("gastritis/ helicobacter pylori breath test positive/ pangastritis"). On (B)(6) 2020 she experienced a second episode of abdominal hernia (seriousness criterion medically important). On (B)(6) 2020 she experienced post procedural infection ("postoperation infection of the abdominal wall after hernia surgery") and post procedural complication ("plastic surgeon for dermolipectomy which turned out to be a giant hernia of the abdominal wall"). An unknown time later she experienced allergy to metals ("nickel allergy"), menstrual disorder ("menstrual disorders"), urinary tract infection ("recurrent urinary tract infections") with micturition disorder and haematuria and stress urinary incontinence ("occasional stress urinary incontinence"). The patient was treated with scopolamine butylbromide (hyoscine butylbromide), buscopan compositum [hyoscine butylbromide;metamizole sodium], buscopan (hyoscine butylbromide), nolotil [metamizole magnesium], lorazepam, norfloxacin, diclofenac, ciprofloxacin, methocarbamol, paracetamol, ibuprofen arginine, robaxisal (acetylsalicylic acid;methocarbamol), diclofenac, diazepam, levofloxacin, metronidazole, omeprazole, fluoxetine and lormetazepam as well as surgery (laparoscopic bilateral salpingectomy with removal of the devices, intervention on (B)(6) 2016 and intervention on (B)(6) 2020). At the time of the report, the lumbago, urinary tract infection and adjustment disorder with depressed mood had not resolved. The outcomes for pelvic pain, perforation, allergy to metals, abdominal pain lower, abdominal distension, back pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, pain in extremity, stress urinary incontinence, helicobacter gastritis, diastasis recti abdominis, post procedural infection, post procedural complication, renal pain, renal colic, neck pain, breast cyst, muscle contracture, mixed anxiety and depressive disorder and the last episode of abdominal hernia were unknown. The reporter considered abdominal distension, the first episode of abdominal hernia, the second episode of abdominal hernia, abdominal pain lower, adjustment disorder with depressed mood, allergy to metals, alopecia, lumbago, low back pain, breast cyst, diastasis recti abdominis, fatigue, genital haemorrhage, helicobacter gastritis, menstrual disorder, mixed anxiety and depressive disorder, muscle contracture, neck pain, pain in extremity, pelvic pain, perforation, post procedural complication, post procedural infection, renal colic, renal pain, stress urinary incontinence and urinary tract infection to be related to essure administration. The reporter commented: drug poisoning due to autolysis [interpreted as suicide] attempt (she takes 3 diazepam, lexatin1 and another muscle relaxant). On (B)(6) 2016/(B)(6) 2020 asymmetry in the lower right hemiabdomen compared to the left. Operated by a plastic surgeon for dermolipectomy which turned out to be a giant hernia of the abdominal wall (3 pregnancies). Subsequent infection of the abdominal wall. After the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Note: the medical records did not include information on event organ perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25 kg/sqm. [Allergy test] (date unknown): positive results for nickel and other chemical elements [computerised tomogram] on (B)(6) 2016: not identify abdominal wall alterations, only asymmetry. Exploration: umbilical and infraumbilical scars as well as in the lower abdominal crease. Wall asymmetry without evidence of hernia. Clinical judgment: postsurgical asymmetry of the lower abdomen. [Endoscopy upper gastrointestinal tract] on (B)(6) 2018: pangastritis, acute antral lesions. Helicobacter pylori breath test positive. [Gynaecological examination] on (B)(6) 2011: some pain in the lower abdomen. She has been taking oral contraceptives; on (B)(6) 2017: referred from the emergency room for pelvic pain for 3 years. She refers to recurrent urinary tract infections, colicky pelvic pain, occasional stress urinary incontinence, and menstrual disorders. Abdominal swelling that comes and goes episodically. Clinical judgment: pelvic pain with normal gynecological examination. Action plan: ambulatory hysteroscopy for extraction of essure; on (B)(6) 2018: patient is informed that the procedure to be performed is a laparoscopy with bilateral salpingectomy and to perform a previous hysteroscopy in case it is intrauterine; on (B)(6) 2018: patient reports that on (B)(6) 2018 she had the surgery in another center (laparotomy with removal of both tubes). Reviewing the patient's medical history, it is confirmed that she has had episodes of nephritic colic since 2008, also adding episodes of dysuria and urinary infection. Exploration: umbilical abdominal scars, wall asymmetry without evidence of hernia. Clinical judgment: postsurgical asymmetry of lower abdomen. [Hysteroscopy] on (B)(6) 2011: normal cavity with proliferative endometrium. Both essure are placed without complications, leaving 4 and 5 rings in the cavity from the right and left ostium respectively. [Toxicologic test] on (B)(6) 2012: urine: toxic + benzodiazepines and tricyclic antidepressants. [Ultrasound breast] on (B)(6) 2014: the existence of a solid nodule measuring approximately 19x8 mm with a well delimited in the upper internal quadrant was confirmed. At the junction of the upper quadrants of the right breast there is another solid nodule measuring approx 9x5 mm and in the upper internal quadrant another 10x3mm. Birads 3. She also has some simple cysts smaller than 1 cm in her right breast. Reactive-looking adenopathy in the left armpit. [Ultrasound scan] on (B)(6) 2011: both essure normo-inserted; on (B)(6) 2017: essure normo-inserted. [Urine analysis] on (B)(6) 2016: leukocytes ++, protein +++, red blood cells ++; bilirubin ++; on (B)(6) 2017: leukocytes ++, nitrites- red blood cells +. [Urological examination] on (B)(6) 2017: reason: abdominal pain, hypogastrium. Anamnesis: she came for hypogastric pain of 2 years of evolution that coincides with the end of menstruation. Nauses without vomiting. She refers feeling burning in the belly. Scant hematuria. She has been evaluated by gynecology. Essure normo-inserts. Urine: leukocytes +++. Clinical judgment: urinary tract infection; (date unknown): patient comes again for left lumbosacral pain that radiates to the abdomen for an approximate duration of two or three days that subsides with regular analgesia, she does notice a certain relationship with menstruation, immediately before or after. Lot number: 678823. Manufacturing date: 2009/10. Expiration date: 2012/10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review, imdrf codes were amended. Annex f updated from f25 to f1201. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / colicky pelvic pain, chronic pelvic pain'), perforation ('organ perforation') and multiple episodes of abdominal hernia ('giant abdominal hernia', 'left inguinal hernia/ right spiegel hernia/ epigastric hernia') in a 31-year-old female patient who had essure (batch no. 678823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fractured toe on (B)(6) 2015, abdominal pain on (B)(6) 2011, diarrhea on (B)(6) 2011, chills on (B)(6) 2011, insomnia on (B)(6) 2010, hypogastric pain on (B)(6) 2010, swelling abdomen on (B)(6) 2010, hypogastric pain on (B)(6) 2009, reactive depression (easy crying) in 2008, insomnia in 2008, depression in 2008, amenorrhea in 2006, breast nodule in 2005, toothache in 2005, odynophagia in 2005, oral infection in 2004, low back pain in 2003, breast prosthesis implantation, smoker (2 packs daily for 10-20 years), penicillin allergy, drug intolerance (to oral contraceptives), device intolerance, dysuria, multi gravida (4 pregnancies), parity 3 (spontaneous delivery on (B)(6) 1999, (B)(6) 2001 and (B)(6) 2006) and abortion. Previously administered products included for insomnia: lormetazepam from (B)(6) 2010 to (B)(6) 2010; for low back pain: diazepam on (B)(6) 2009 and diclofenac on (B)(6) 2009; for an unreported indication: butylbromide scopolamine from (B)(6) 2011, loperamide from (B)(6) 2011, buscapine on (B)(6) 2011, bromazepam and lormetazepam. Concurrent conditions included neck pain since 2008, renal colic since 2008, colic renal (multiple episodes of nephritic colic, patient reviewed in the urology service in 2014, 2015, 2017) since 2008, back pain since 2004, lumbago since 2003, spinal pain since 2003 and urinary infection (multiple episodes of urinary tract infection, patient reviewed in the urology service in 2014, 2015, 2017). Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), lasting 3 years and experienced perforation (seriousness criterion medically significant), abdominal pain lower ("severe abdominal pain, hypogastric"), abdominal distension ("abdominal swelling that comes and goes episodically"), lumbago ("lumbago / low back pain worsened after essure insertion"), genital haemorrhage ("excessive bleeding"), alopecia ("hair loss, recurrent"), fatigue ("extreme tiredness"), pain in extremity ("leg pain") and adjustment disorder with depressed mood ("reactive depression worsened after essure insertion") with anxiety, depression and suicide attempt. On (B)(6) 2011, the patient experienced cervicalgia ("cervicalgia worsed after essure insertion/ neck pain with right irradiation, cervical contracture"), 6 months 23 days after insertion of essure. On (B)(6) 2012, the patient experienced renal pain ("kidney pain, recurrent"). On (B)(6) 2014, the patient experienced breast cyst ("cystic mass in the upper right breast internal quadrant 10x3mm birads 3") with lymphadenopathy. On (B)(6) 2014, the patient experienced renal colic ("right renal colic/ recurrent nephritic colic for 6 years"). On (B)(6) 2016, the patient experienced the first episode of abdominal hernia (seriousness criterion medically significant) and diastasis recti abdominis ("diastasis recti"). On (B)(6) 2018, the patient experienced muscle contracture ("muscle contracture"). On (B)(6) 2018, the patient experienced low back pain ("low back pain"). On (B)(6) 2018, the patient experienced mixed anxiety and depressive disorder ("mixed anxiety and depressive disorder"). On (B)(6) 2018, the patient experienced helicobacter gastritis ("gastritis/ helicobacter pylori breath test positive/ pangastritis"). On (B)(6) 2020, the patient experienced the second episode of abdominal hernia (seriousness criterion medically significant). On (B)(6) 2020, the patient experienced post procedural infection ("postoperation infection of the abdominal wall after hernia surgery") and post procedural complication ("plastic surgeon for dermolipectomy which turned out to be a giant hernia of the abdominal wall"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menstrual disorder ("menstrual disorders"), urinary tract infection ("recurrent urinary tract infections") with micturition disorder and haematuria and stress urinary incontinence ("occasional stress urinary incontinence"). The patient was treated with acetylsalicylic acid;methocarbamol (robaxisal), ciprofloxacin, diazepam, diclofenac, fluoxetine, hyoscine butylbromide (buscopan), hyoscine butylbromide (scopolamine butylbromide), hyoscine butylbromide;metamizole sodium (buscopan compositum), ibuprofen arginine, levofloxacin, lorazepam, lormetazepam, metamizole magnesium (nolotil), methocarbamol, metronidazole, norfloxacin, omeprazole, paracetamol and surgery (intervention on (B)(6) 2020, intervention on (B)(6) 2016 and laparoscopic bilateral salpingectomy with removal of the devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, perforation, allergy to metals, abdominal pain lower, abdominal distension, low back pain, genital haemorrhage, menstrual disorder, alopecia, fatigue, pain in extremity, stress urinary incontinence, helicobacter gastritis, diastasis recti abdominis, post procedural infection, post procedural complication, renal pain, renal colic, cervicalgia, breast cyst, neck pain, muscle contracture, mixed anxiety and depressive disorder and the last episode of abdominal hernia outcome was unknown and the lumbago, urinary tract infection and adjustment disorder with depressed mood had not resolved. The reporter considered abdominal distension, abdominal pain lower, adjustment disorder with depressed mood, allergy to metals, alopecia, breast cyst, cervicalgia, diastasis recti abdominis, fatigue, genital haemorrhage, helicobacter gastritis, lumbago, menstrual disorder, mixed anxiety and depressive disorder, muscle contracture, pain in extremity, pelvic pain, perforation, post procedural complication, post procedural infection, renal colic, renal pain, stress urinary incontinence, urinary tract infection, the first episode of abdominal hernia, low back pain, neck pain and the second episode of abdominal hernia to be related to essure. No further causality assessment were provided for the product. The reporter commented: drug poisoning due to autolysis [interpreted as suicide] attempt (she takes 3 diazepam, lexatin1 and another muscle relaxant). On (B)(6) 2016/ (B)(6) 2020 asymmetry in the lower right hemiabdomen compared to the left. Operated by a plastic surgeon for dermolipectomy which turned out to be a giant hernia of the abdominal wall (3 pregnancies). Subsequent infection of the abdominal wall. After the removal of the essure device, sequelae and symptoms that are difficult to repair have been caused. Note: the medical records did not include information on event organ perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Allergy test - on an unknown date: positive results for nickel and other chemical elements. Computerised tomogram - on (B)(6) 2016: not identify abdominal wall alterations, only asymmetry. Exploration: umbilical and infraumbilical scars as well as in the lower abdominal crease. Wall asymmetry without evidence of hernia. Clinical judgment: postsurgical asymmetry of the lower abdomen. Endoscopy upper gastrointestinal tract - on (B)(6) 2018: pangastritis, acute antral lesions. Helicobacter pylori breath test positive. Gynaecological examination - on (B)(6) 2011: some pain in the lower abdomen. She has been taking oral contraceptives; on (B)(6) 2017: referred from the emergency room for pelvic pain for 3 years. She refers to recurrent urinary tract infections, colicky pelvic pain, occasional stress urinary incontinence, and menstrual disorders. Abdominal swelling that comes and goes episodically. Clinical judgment: pelvic pain with normal gynecological examination. Action plan: ambulatory hysteroscopy for extraction of essure; on (B)(6) 2018: patient is informed that the procedure to be performed is a laparoscopy with bilateral salpingectomy and to perform a previous hysteroscopy in case it is intrauterine; on (B)(6) 2018: patient reports that on (B)(6) 2018 she had the surgery in another center (laparotomy with removal of both tubes). Reviewing the patient's medical history, it is confirmed that she has had episodes of nephritic colic since 2008, also adding episodes of dysuria and urinary infection. Exploration: umbilical abdominal scars, wall asymmetry without evidence of hernia. Clinical judgment: postsurgical asymmetry of lower abdomen. Hysteroscopy - on (B)(6) 2011: normal cavity with proliferative endometrium. Both essure are placed without complications, leaving 4 and 5 rings in the cavity from the right and left ostium respectively. Toxicologic test - on (B)(6) 2012: urine: toxic + benzodiazepines and tricyclic antidepressants. Ultrasound breast - on (B)(6) 2014: the existence of a solid nodule measuring approximately 19x8 mm with a well delimited in the upper internal quadrant was confirmed. At the junction of the upper quadrants of the right breast there is another solid nodule measuring approx 9x5 mm and in the upper internal quadrant another 10x3mm. Birads 3. She also has some simple cysts smaller than 1 cm in her right breast. Reactive-looking adenopathy in the left armpit. Ultrasound scan - on (B)(6) 2011: both essure normo-inserted; on (B)(6) 2017: essure normo-inserted. Urine analysis - on (B)(6) 2016: leukocytes ++, protein +++, red blood cells ++; bilirubin ++; on (B)(6) 2017: leukocytes ++, nitrites- red blood cells +. Urological examination - on (B)(6) 2017: reason: abdominal pain, hypogastrium. Anamnesis: she came for hypogastric pain of 2 years of evolution that coincides with the end of menstruation. Nauses without vomiting. She refers feeling burning in the belly. Scant hematuria. She has been evaluated by gynecology. Essure normo-inserts. Urine: leukocytes +++. Clinical judgment: urinary tract infection; on an unknown date: patient comes again for left lumbosacral pain that radiates to the abdomen for an approximate duration of two or three days that subsides with regular analgesia, she does notice a certain relationship with menstruation, immediately before or after. Lot number: 678823, manufacturing date: 2009/10, expiration date: 2012/10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.